Event description:
It was reported by service report that the unit raises on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the unit raises on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was confirmed that the unit was not raising on it's own and was performing to specification.